Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected field: e1. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure in the printed circuit board and the patient board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite video system center had no image; the indicators were all on. The issue was found during preparation for use for a diagnostic gastroscope procedure. The patient was not under anesthesia. The facility finished the procedure with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image intermittently when connecting the 290 scopes due to a defective printed circuit board, and there was no image intermittently when connecting 260 scopes due to a defective patient circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.